Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was hospitalized for non-device related issue. During interrogation, the pulse generator exhibited backup vvi operation. No intervention was reported at this time.